Event description:
During cuts, the clip on the back of the mics that enables and disables the handle of the mics to be modular, broke. The handle is locked in place and I could not move it to see the part/serial number. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that during cuts, the clip on the back of the mics that enables and disables the handle of the mics to be modular, broke. The handle is locked in place and I could not move it to see the part/serial number. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. As per attached picture the alleged failure mode was confirmed as the provided picture shows that the component was disassociated from device. Product history review: product history review was not performed as the lot was unknown. Complaint history review: complaint history review was not performed as the lot was unknown. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cuts, the clip on the back of the mics that enables and disables the handle of the mics to be modular, broke. The handle is locked in place and I could not move it to see the part/serial number. Case type: tka.